Event description:
A 16 french foley catheter was inserted. Urine return was noted, as well as leaking around the vent of the tubing. With closer examination, a crack was noted. There was no prior damage to the tubing.